Event description:
A 10-year pacemaker ventricular lead was pulled out by medical doctor with an attempt to explant it, while attempting to explant the lead the tip broke off and stuck in the right subclavian vein. The rest of the lead was removed and the tip left in. Place per the physician's judgement after assessment of situation.